Event description:
It was reported that during a supply change the pump repeatedly displayed ¿unable to proceed¿ at the ¿press and hold to see drops¿ fill step despite multiple restarts, cartridge and tubing changes, and rewinds; alerts included insulin very low, insulin occlusion, and change insulin, and the event was associated with an alert 32 delivery motor communication error consistent with a delivery motor communication malfunction. Symptoms included no reported hypoglycemia, hyperglycemia, injury, or other clinical effects. Outcomes included interruption of insulin delivery and the need for device replacement, with the user advised to continue cgm use and to shut down the device to prevent further alerts. Investigation included remote troubleshooting and education, verification of device information, and arrangement for device replacement with return of the original device. Investigation of this case revealed a suspected delivery motor communication fault aligned with a motor processor communications error during the fill tubing step, consistent with a delivery system component malfunction. It was concluded that the cause was a device malfunction related to the delivery motor communication system.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.